Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the us stating that the device was heating up. The device was being used in surgery. There was no injury or medical intervention. There was no additional information provided.